Event description:
A review of service data detected a reportable event. Upon servicing battery charger sn (B)(4), the charger was resetting. The last patient to use this charger did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon evaluation the battery charger/modem was resetting. The cause for the failure was isolated to liquid contamination to the battery board. The root cause for the contamination was unable to be positively determined, but likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated battery charger/modem. The last patient to use this battery charger/modem did not report any deficiencies.